Event description:
Per the clinic, the patient developed infection at the abutment site and was treated with oral and IV antibiotics (dates not reported). Subsequently the fixture was found to be loose (date not reported), resulting in explantation of the device on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.